Event description:
It was reported by the customer that the pyxis medstation es system has hardware failure. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed.